Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the balloon catheter on the delivery system burst. The stent was not fully deployed and was post-dilated with another companies balloon catheter. Electrocardiogram changes were noted and isoket was administered. Reportedly the pt was returned to the ward and doing well.